Event description:
New information noted that the lead was repositioned and not explanted. The right atrial lead was also repositioned.

Event description:
New information noted that the right atrial lead was also perforated and was confirmed on x-ray. The lead was repositioned successfully. The patient was in stable condition.